Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm/no delivery alarm or motor error alarm noted. The motor was tested outside of the device and passed. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error also buttons were hard to press and were became sticky. The customer's blood glucose value was unknown. The insulin pump had unexplained no delivery alert. The insulin pump will not be returned for analysis.